Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2020-03010. Additional information indicates the patient also experienced some pocket stimulation. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted and replaced. Issue resolve. The ipg has been added to this report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-02868. It was reported the patient following exercise has been receiving inadequate therapy due to lead migration. X-rays confirmed the lead migration. As a result, the patient will undergo surgical intervention on a later date.